Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receive will boot and charge.the receiver log showed unexplained power on event and unexpected power "rttloss" observed on incident date (B)(6)17. Run receiver functional test. Pass all relevant tests. Case opened for battery and interior inspection: battery ic chip was damaged. (Battery voltage measured= 2.7v)..the complaint was confirmed for receiver ceases to function due to defective battery ic chip was damaged causing receiver intermittent loss power. The root cause was defective battery

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.